Event description:
It was reported that ¿it was not working¿ and the patient had blood in their urine. The blood started last week and it seemed to be better at the time of the call. Urine cultures were done, but no results were provided. The device was checked the day prior to report and the patient did not feel anything. Stimulation was usually at a maximum of 3.0v, but the patient did not feel anything even at 4.9v. The patient was reportedly ¿almost bedbound.¿ an appointment for the following week was noted and it was requested that a manufacturer representative be present. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va05yv1, implanted: (B)(6) 2013, product type lead. (B)(4).